Manufacturer narrative:
Complaint of overheating was confirmed. Mdu failed for hand piece motor stall error and overheating. Cause of overheating and errors is a defective motor. Evidence of corrosion is visible around planetary gears and shaft of motor. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that the mdu hand control shaver was overheating. This did not occur during a procedure. No user injuries or complications were reported.